Event description:
Patient with a history of bilateral ductal carcinoma insitu had bilateral mastectomies with bilateral breast implants in 2004. A recent core biopsy of a lymph node undeneath her left arm revealed a silicone granuloma; however, MRI/pet imaging was suspicious for malignancy at this site and the site of the medial chest wall on the left. Plan was for surgical excision of the lymph nodes for confirmation as well as the chest wall mass and explantation of both implants. Findings during surgery were a large amount of silicone extrusion on the left and a small amount on the right. The right breast implant was not known to be ruptured, however, there appeared to be a small amount of silicone on the outside of the implant. When the left chest wall was opened silicone readily flowed out of the area. This implant was also removed. There were also multiple silicone granulomas there were scapped off. The right breast implant was done in 2004. I do not have the information if the original right breast implant was replaced or if it was implanted at a later date. The physician that did the original surgery is no longer here.